Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a smell of an electrical burn and smoke came from a homechoice (hc) machine while the patient was not connected. The patient had an unrelated alarm before the smell was detected and the patient had disconnected. The patient then observed the smell but did not see any visible smoke. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the device was received and evaluated. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection of device did not show any issues. However, the reported issue was confirmed through the sample evaluation. It was determined to be caused by a faulty power switch. The faulty power supply was scrapped and changed to a new one since the device was sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.